Event description:
The customer reported a ventilator turned off while on a patient. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and the philips field remote engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer that if the error code 3007 and 1101 occurred in conjunction, then no action was required. The customer confirmed the error codes occurred in conjunction. The rse ultimately informed the customer that no action is required according to the service manual. The service manual rev p was provided. No other anomalies were reported. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.